Event description:
The reporter stated that during a spinal surgery procedure, the locking arm that prevents the screw from backing out of the screw holes in the plate would not spring into place. There was no adverse outcome for the patient.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. A review of the complaint log showed that this was a repeat incident. A corrective action was implemented in 2009 and the issue was addressed in the failure modes and effects analysis (fmea) of the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.